Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod in the hip/buttocks. Symptoms reported include positive ketones and fatigue. The patient was treated with intravenous fluids. The pod was removed, and a new pod was placed prior to ER visit. The caller reported they believe the cannula was dislodged but could not confirm for sure.